Manufacturer narrative:
Samples were run on bd lihep plasma, gel separator tubes. Per the customer, no more than 30 minutes had elapsed from the time of sample collection to the time of sample testing. Qc has been performing within the customer's established ranges. System checks performed on (B)(4) 2011 passed within instrument specifications. Bci field service engineer (fse) was dispatched for this event. Fse performed preventive maintenance and verified system operation. No further customer issues or customer contacts were received. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result above the ami cutoff, generated by the unicel dxc 600i, for one (1) female patient. Additional testing of the sample on the same instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.